Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a procedure, the ophthalmic console¿s six-button controller was still hung on the machine. The console then shut down on its own, with the power button blinking orange and a system message code displayed. There was no impact to the patient, and the surgery was successfully completed the same day.